Event description:
It was reported that the patient underwent an initial right tha approximately 4 years ago. Subsequently, the patient was reported to be experiencing a superficial wound infection. As a result, the patient underwent a wound debridement an unknown amount of time after initial implantation. No further patient impact reported. No further information available.

Manufacturer narrative:
D10: 01-030-01-0450 - alt cup clstr g4 sz 50: (B)(6). 01-030-40-0436 - alt xle lnr ntrl g4 36: (B)(6). 170-36-93 - biolox delta femoral head 36mm od, -3.5mm: (B)(6). 190-30-08 - alt ha s clr std sz 8: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
A review of the sterile certificates and/or the final endotoxins report was performed. All lots were accepted to the requirements. The reason for the reported infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU.